Manufacturer narrative:
. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that severe central aortic regurgitation was observed. Upon review of computed tomography (CT) s can, the valve appeared under-expanded with thickened leaflets and early calcification. No additional adverse patient effects were reported.

Event description:
Medtronic received information that approximately 7 years, 6 months, and 3 weeks following the implant of this transcatheter bioprosthetic valve, shortness of breath and central aortic regurgitation were noted. Per the physician, intervention will be required to treat the regurgitation. A valve-in-valve procedure has been planned. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.